Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for rupture fracture. It was reported that with regard to the fact that there is an 8° tolerance for the center piece, there was movement after surgery, and it was reported that there seemed to have an angle. There was information that a patient with a full circumference of 8° of centerpiece was moving. Furthermore, the extension endo cap also seemed to be slackened. There are those who have a total circumference of 8° and those who do not move the centerpiece itself, but the one who has a total circumference of 8° has almost no angle before surgery, but it seems that it was in a state of being angled by about 6° after surgery. There was an inquiry about whether the 8° would move after surgery, or if it did not move, the burden would fall on the extended end cap and tear it. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.